Event description:
It was reported that, during product evaluation, the blood glucose monitor had a lines on the display that affected the values displayed on the device. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).